Event description:
The gem device cartridge needed to be replaced on our shift. I took the package from where we usually store it. I didn't drop or aggressively manipulated the packaging prior to opening it. When I opened it, the cartridge inside was leaking. I kept it inside the original packaging for the appropriate personnel to see and investigate.